Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation both response buttons were non-functional. The cause for the failure was contamination on both of the response button switches. The root cause for the contamination was ingress of an unknown substance. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons weren't working on a monitor.